Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04624. It was reported the patient had green purulent drainage from her forehead which is where her lead is placed. The patient was started on IV antibiotics on (B)(6) 2016. The patient underwent surgical intervention on (B)(6) 2016 where the physician made an incision over the site of the supra-orbital lead and irrigated the site with betadine and placed vancomycin powder into the incision. Cultures were taken however results are unknown.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-04624. Follow up information identified the culture results are unknown and the infection has resolved.